Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5: describe event or problem - correction g3: date received by manufacturer - additional information h2: type of follow up - additional information/device evaluation/correction h6 code- type of investigation- additional information a4 weight- correction.

Event description:
Subsequent to the initial MDR, a correction and additional information is required.